Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. "Implantation of foreign materials can result in an inflammatory response or allergic reaction" is listed in the instructions for use as a possible adverse effect. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available. There were multiple part and lots implanted, therefore see MDR 1032347-2010-00045 to 00047.

Event description:
It was reported the patient had lactosorb plates and screws implanted for fracture of the maxilla bone, on (B)(6) 2009. (B)(6) 2010 the patient told the doctor there had been inflammation and discharge of pus around where the lactosorb was implanted. The doctor performed an operation to remove pus and found the lactosorb was broken into pieces. There was no issue with the fixation of the bone.